Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. During incoming inspection, prior to release for clinical use, it was noted that channel 1 of the device did not sound on audible tone during an alarm condition. Though requested, no additional information was provided.